Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of greater then 200 ohms on the shock channel. The rv pace impedance measurements were within normal range and there was no evidence of noise. Technical services (ts) discussed troubleshooting options with the field representative, whom would discuss with the clinic. The device remains in service. No adverse patient effects were reported.